Event description:
Additional information received reported this is an ongoing event.

Manufacturer narrative:
Extension model 7482a51 serial# (B)(4) implanted: (B)(6) 2010 explanted: na; lead model 3391s-40 lot# v159340 implanted: (B)(6) 2010 explanted: unk; left system: neurostimulator model 7428 serial #(B)(4) implanted: (B)(6) 2010 explanted: na; lead model 3391s-40 lot# v159340 implanted: (B)(6) 2010 explanted: na; extension model 7482a51 serial #(B)(4) implanted: (B)(6) 2009 explanted: na. This device was being used in a clinical trial noted as (B)(4).

Event description:
It was reported that low impedances (61 ohms) were seen on electrode #3 of the lead that was part of the right implantable neurostimulator (ins) system. It was noted that electrode 3 was not used in the patient's therapy. Therapy impedance with electrodes #0, 1, 2 was measured at 646 ohms. No interventions or actions were taken as a result of this issue. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Product ID, 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 3391s-40 lot# v159340, implanted: 2009 (B)(6), product type lead product ID, 3391s-40 lot# v159340, implanted: 2009 (B)(6), product type lead. (B)(4).